Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the (B)(6) 2013 and performed to specification up to the (B)(6) 2015. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2015 and the (B)(6) 2016. The returned pad-pak was inserted into the device and passed a self-test. The device powered off with a warning memory full prompt. A test shock was delivered without fault and an acceptable measurement was recorded using the returned pad-pak. Investigation found the reported fault can be attributed to membrane failure due to adverse storage conditions. The measurements taken during the investigation would indicate a failure of the membrane due to a breakdown in the cross-over insulation resulting in leakage current. This indicates the current leakage had caused the device to switch on automatically. The fault could not be replicated with a new membrane installed. Corrosion was observed on both the on/off button and shock key. This would indicate the device was subject to adverse storage conditions.